Event description:
During preventive maintenance, the company representative observed that the unit failed to operate on either ac or battery power, while the battery charge light remained illuminated.